Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ' ¿gunther tulip filter implanted and tulip, vc perforation, embedment, difficult to retrieve'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth device failure of "difficult retrieval" was noted in the investigation, however, the filter was reported to have been successfully retrieved the following allegations have been investigated: embedded no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
No new information to report at this time.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that plaintiff received a cook gunther tulip on (B)(6) 2010. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Per ir placement inferior vena cava filer (attempted retrieval), dated (B)(6) 2010, "two different snares were used in an attempt to catch the ivc filter hook. This proved impossible as the hook appears to be embedded in the lateral wall of the ivc. A plan was then made to advance the reverse curve catheter and a bentson wire in order to catch the hook. However, the patient expressed significant discomfort from the pressure in the neck related to the sheath. Therefore, the procedure was aborted and equipment was removed. There were no acute complications." Per abdominal CT, dated (B)(6) 2010, "no evidence of free air free fluid post inferior vena cava filter removal. No abnormalities are seen in or around the inferior vena cava."

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/12/2017 as follows: patient received an implant on (B)(6) 2010 via the right internal jugular vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging vena cava perforation and embedment. Patient experienced a successful but complicated retrieval on (B)(6) 2010.